Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system was unable to get fluoroscopy. Review of the log files showed ¿no network connection ippc-real time link application¿ error. The onsite service request was cancelled since the issue was resolved by restarting the system. The system was returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the system is rebooted once. The procedure was completed by restarting the same allura system. This scenario includes that the system is restarted normally. Since the device cannot expose resolved with normal restart and procedure is completed on same allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system screen was frozen, preventing imaging. No harm has been reported to philips. Philips has started an investigation of this complaint.